Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Visual inspection of the pneumatic block revealed water damage. The pneumatic block will be replaced to address the issue. The device will be serviced and fully tested before it was returned to the customer. Resmed reference#: pr (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf197) related to a stuck outlet flow sensor. There was no patient involvement.